Manufacturer narrative:
Insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window, cracked case and cracked case on display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported waking up to a button error alarm on the insulin pump. Customer's blood glucose readings at the time of the call were 85 mg/dl. No further information reported.